Event description:
The user facility reported hearing unusual noises in the millenium mg eagle gantry during a patient scan; then subsequently observing a radial error message. A service representative was called. During the service call, the service engineer reported a disengagement of a detector head in mg system that resulted in uncontrolled motion in radial direction. No injuries were reported.